Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020 that two (2) titanium rods and one (1) titanium curved rod were broken during a reverse logistics audit of the returned device at millstone. There was no patient involvement and no additional information is available. This report is for one (1) 3.5mm ti rod 240mm. This is report 1 of 3 for (B)(4).

Event description:
The initial complaint was reviewed and found not reportable. Originally the devices were reported as broken. Further information was received indicating the devices were remnants of implants that were purposefully cut during the surgery. There was no malfunction of the device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, h1: the initial complaint was reviewed and found not reportable. Originally the devices were reported as broken. Further information was received indicating the devices were remnants of implants that were purposefully cut during the surgery. There was no malfunction of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.